Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump emitted multiple loss of prime warnings with multiple cartridges. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had ben overwritten with no alarms observed relating to the original complaint. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration was found to be within specification. The pump was exercised for 24 hours with no loss of prime occurring. (B)(4).